Event description:
It was reported that inappropriate shock delivery was seen due to double detection during an arrhythmia below the programmed zones. It was also noted that the smartpass filter was disabled involving this device. Additional information noted that post shock pacing was inhibited in this case due to noise. The patient experienced possible asystole due to this. A review of the device data by technical services (ts) noted that noise was seen likely compatible with myopotential oversensing in the alternate sensing vector, this was preventing post shock pacing for eight seconds during presence of continuous n markers before the sensing vector switch back to the primary sensing vector from the alternate sensing vector. Ts discussed performing further testing and investigations were recommended to verify appropriate sensing and system location. Ts noted that the patient might still be exposed to risk for inappropriate therapy and post shock pacing inhibition if the alternate sensing vector was not going to provide a good sensing signal without noise oversensing. Ts noted that the smartpass filter was deactivated due to low r wave amplitudes. No adverse patient effects were reported. The device remains implanted.